Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm. The aortic neck was 16 mm long, hourglass in shape as the diameter varied from 27 to 25 to 28 mm, and may have had a small pinched area. The iliac arteries were severely tortuous and mildly calcified. It was reported that after the bifurcated stent graft was implanted, a large proximal, pulsatile type I endoleak was evident, and there also may have been a type ii endoleak. The type I endoleak may be related to the pinched area of the aortic neck. The physician elected to implant an aneurx aortic cuff proximally, which greatly improved but did not completely resolve the type I endoleak. It was decided not to intervene any further, but instead monitor the pt. It was reported that the pt returned for a follow-up several weeks post-implantation, and a slight endoleak may still be present; however, the physician elected not to intervene further. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4). Endoleak; pinched area of the aortic neck; severely tortuous vessels; type ii endoleak.